Event description:
This 64-yr-old male was admitted on 4/21/95 with chest pain of 4 day duration. He had a history of coronary artery disease with 60-70% occlusion of the circumflex with an aneurysm segment and diffuse disease in left anterior descending artery. History was also positive for left leg claudication, copd, tobacco abuse, and he had undergone a ptca in the past. After cardiac catheterization, he was taken to surgery for aorto-coronary bypass surgery three times. He developed cardiac tamponade and was returned to surgery for removal of clots. The transesophageal echocardiogram at that time revealed severe posterior inferolateral ischemia with dyskinesia of the heart muscle. An intra-aortic balloon pump was required. About 2:00 am, the pt developed a precipitous drop in blood pressure and went into ventricular fibrillation. External defibrillation was attempted without success although it apppeared that the equipment performed normally. The chest was reopened with the pt in the ICU with no evidence of recurrent blood clots found. The cardiologist requested internal defibrillator paddles. No energy was delivered on the first attempt. Connections were checked and 2 more attempts failed to deliver energy. The defibrillator and cassette were exchanged for another although the same internal paddles were used. The second monitor and cassette exhibited the same symptoms. The cardiologist pulled the front off the defib test well and manipulated the contacts. The paddles did deliver energy at this point but the pt had expired. A thoracic/cardiovascular surgeon at the pt's bedside during the latter portion of the code noted that the pt may have had a pulmonary embolus, but more likely had an acute ventricular septal defect which caused his death. He felt the clinical findings strongly supported this diagnosis and the functioning of the defibrillator was not a factor in the pt's death. Co was notified and equipment was checked. The non-firing episodes on both defibrillators could not be reproduced. The internal paddle cables were x-rayed to check for broken wires and none were seen. No reason for equipment malfunction was found.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-95. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: telemetry failure. Conclusion: invalid data, device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.